Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to clotting as all samples met specifications. 5 in-house retention samples of each lot were visually inspected with no defects being identified and sent to the chemistry lab for titration. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that clotting occurred during use with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. The following information was provided by the initial reporter. "(30 of 33). It was reported that samples are clotting. Per customer email: how many tubes were witnessed clotting? 33. Were there any erroneous results? No, all were re-collected. Did the course of treatment change? No. Was tube filled to the proper draw volume? Yes. How many times was the tube inverted? 8 ¿ 10 times. Was the tube stored in the refrigerator? No, all were fresh samples. What is the time from collection to analysis? 5 ¿ 10 minuets."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that clotting occurred during use with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. The following information was provided by the initial reporter, "(30 of 33) it was reported that samples are clotting. Per customer email: how many tubes were witnessed clotting? 33. Were there any erroneous results? No, all were re-collected. Did the course of treatment change? No. Was tube filled to the proper draw volume? Yes. How many times was the tube inverted? 8 ¿ 10 times. Was the tube stored in the refrigerator? No, all were fresh samples. What is the time from collection to analysis? 5 ¿ 10 minutes."